Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Four sterile, representative, sample devices with the same part number were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Event description:
It was reported that arteriotomy closure of the heavily calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The access site was heavily calcified. The aaa procedure was completed and the knots were advanced. Reportedly, hemostasis was not achieved. Four additional proglides devices from a different box were used. All four devices had cuff misses. Hemostasis was achieved by applying manual arterial compression. There was a 5 to 10 minute delay in the procedure due to the use of additional proglide devices; reportedly, the delay was not clinically significant to the patient. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age, age reported as in 70s. Estimated date (reported as incident occurred one month ago). It was reported that the proglide device was used in a heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The five other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.